Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar herniation, lumbar spinal canal stenosis, procedure: posterior lumbar fusion (plf), level implanted: l/3/4/5. It was reported that intra-op, at the time of inserting the screw, the tip of the driver was broken and it remained in the screw, because it could not be taken out; wound was closed. As additional insertion was not performed, it remained as it was. Product came in contact with the patient. The fragments of the driver remained in the screw head .no patient symptoms or complications were reported due to this event.

Manufacturer narrative:
Visual and optical inspection confirmed approximately 3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.